Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to test displacement due to no button response. No button error alarm during testing. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. By these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported, the insulin pump alarmed button error. She did not press the buttons down for three minutes or longer. Customer's blood glucose was 180 mg/dl. Customer reverted to back up plan. Customer states she is active and sweats a lot and the device does have some cracks on the case. The device was not dropped or bumped. No further information reported.